Event description:
26mm edwards sapien 3 ultra resilia was introduced into the delivery sheath and advanced across aortic valve. Proper position was confirmed using fluoroscopic, angiographic and echocardiographic guidance. Under rapid ventricular pacing, the valve deployed. After valve expansion but before nominal volume was delivered, the balloon ruptured. Tte demonstrated no cardiac injury with mild ar and stable valve position. Attention was turned to removal of the balloon. We brought it back to the sheath that could not bring the entire segment within the sheath. We attempted standard removal techniques including rewrapping clockwise and counterclockwise and adjusting angle of traction. When we had as much in the sheath is appeared feasible we withdrew it without difficulty to the external iliac artery but it would not come out of the mid femoral arteriotomy with traction. Vascular surgery was consulted and we all decided together that the safest course of action was to perform a surgical cutdown and secure proximal distal control and then remove the balloon. This was performed by the vascular surgical team see details of their operative note. The edwards delivery system was removed and inspected and there indeed was a ruptured balloon but without any missing segments. Sequestered device.